Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event was confirmed based on clinical assessment of CT images. There was no medical documentation and there were adequate imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of information. Product use was incongruent with the IFU due to the aortic neck diameter of greater than 32mm. This measurement was verified using osirix and endosize software. This finding most likely contributed to the minor inferior stent migration of the aortic extension. There was substantiated evidence of a type ii endoleak at the implant procedure. This finding could not be further assessed due to the focal angiograms without delayed imaging and the non-contrasted surveillance. There was evidence of sac regression, which indicated the cessation or non-significance of this endoleak. Nine months post implant there was evidence of a two to three millimeter inferior cuff migration, which was enough to result in a partial collapse of the left renal stent. The substantiated secondary procedure of an additional renal stent with angioplasty was successful. The final patient disposition was not known due to lack of information, but it was reported that the patient was doing well. Endoleaks are a known risk of the procedure, as identified in the product labeling. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the reported migration is most likely due to the patient's anatomy (aortic neck diameter greater than 32mm), which was incongruent with IFU. The investigation did not identify a device issue.

Event description:
It was reported that approximately 10 months post implant of a bifurcated device, and a suprarenal aortic extension the stent has moved downward. Reportedly, during implantation the physician also implanted a renal stent on the left side, and was placed through the suprarenal stent. Since then in (B)(6) 2014 it was noticed the graft moved 4mm downward, and the suprarenal stent got caught on top of the renal stent and compressed it. The physician chose to implant another renal stent, and the patient is doing fine.